Manufacturer narrative:
A field service engineer (fse) inspected the system and determined the probable cause of the failure was hardware malfunction. The fse replaced multiple parts including reference electrode, reference electrode holder, sodium, chloride, and potassium electrodes, and ise tubing to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low anion gaps (agap) on seventy-five patient samples over the past few weeks affecting sodium (na) and chloride (cl) patient results on their dxc700au clinical chemistry analyzer (pn b86444, sn (B)(6)). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.